Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The target lesion was proximal left anterior descending artery(lad). The lesion was a de novo, but other lesion information was unknown. Aha/acc classification of the vessel was unknown. The lesion length was approximately 25mm and the vessel diameter was approximately 3.0mm. It was an elective case. It is unknown if pre-dilation was conducted. Cypher bx (3.0/28mm) was implanted at 25atm (inflation time unknown) at the target lesion. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure were unknown. Ivus was not conducted. It is unknown if act was measured. Eleven days post-procedure, the patient had a total knee arthroplasty for osteoarthritis of the knee. Approximately 3 years post-procedure, the patient developed st-elevated mi. Cag was conducted and thrombus was observed inside the cypher bx. At the same time, stent fracture was observed at the implanted cypher bx and positive remodeling was also confirmed at the vessel around the implanted cypher bx. To treat the thrombus, aspiration and poba were conducted. In addition, a bms (non-cordis, size unknown) was implanted inside the cypher bx. Treatment for the stent fracture and the positive remodeling was unknown. Physician's comment: the possible cause of the thrombotic event was that the effect of the stent fracture and insufficient stent apposition due to positive remodeling.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.